Event description:
Main body graft and contralateral iliac leg graft were deployed without consequence. With the deployment of the ipsilateral iliac leg graft, it was noted that the tortuosity in the vessel prevented the landing of the graft at the anticipated location. In order to extend the landing zone close to the right internal iliac artery as intended, an iliac leg extension was deployed distal to the ipsilateral leg graft. During final angiogram a successful exclusion of the aneurysm was noted as well as the desired coverage in the vessel, providing a good seal.